Event description:
Procedure type: colectomy. According to the sales rep: after trying to fire the instrument to close the anastomosis, when opening the instruments there were no staples fired. A new sulu was opened and used and worked well. After the procedure had finished the surgeon tried to fire the original sulu and it did fire that second time. Added by the sales rep: no extension of the surgery time by more than 30 min. No blood loss of 500cc or more. No reinforcement material used in conjunction with the stapling device: did the surgeon cut the tissue before noticing the staples had not deployed: yes. They noticed no staples were fired only after opening the instrument. When the second reload was applied, was any tissue cut before opening the jaws: yes, after firing the second reload the colon was cut close to the stapler cut line.

Manufacturer narrative:
(B)(4).